Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl".

Event description:
Patient representative reported "pain, suffering, fear and the anxiety associated with further complications from a more deadly cancer, as well as aggravation of a pre-existing condition. Patient was diagnosed with bia-alcl and is deceased." Pathological markers confirming alcl have not been received. Patient representative additionally reported the following events, which are not device-related: "surgical costs for removal of the products, medical monitoring, and/or invasive diagnostic procedures." This record is for the left side. The device has been explanted.